Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.7cm in diameter abdominal aortic aneurysm. It was reported that during the deployment of the endurant bifurcated stent graft the stent graft was approximately 1cm above the lowest renal artery. The physician adjusted the stent graft position for parallax, the stent graft was repositioned to the desired location. The stent graft was partially deployed however the endurant stent graft was inadvertently deployed lower than desired. The physician attempted to move the stent graft proximally however the stent graft could not be moved proximally. The bifurcated stent graft was completely deployed 1cm distal to the renal artery, however there was no endoleak. The physician elected to implant an endurant aortic cuff and the event was resolved. Per the physician, the cause of the event was related to the patient¿s anatomy; short proximal aortic neck and a dynamic aorta. No additional clinical sequelae were reported and the patient is fine.